Event description:
A medtronic representative reported that end of the spine clamp driver is worn out and there is scrolling in the screw head. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available as the suspect part has not been returned to manufacturer. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Suspect part not returned to manufacturer for analysis.